Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the kit grp a strep 30 test veritor, false negative results were obtained for an unspecified number of patient samples. Upon confirmatory testing by culturing the samples, positive results were obtained. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary this statement summarizes the investigation results regarding a complaint that alleges false negative when using kit grp a strep 30 test veritor (material#: 256040), batch number 3303618. The customer reported that they were receiving negative results with patient samples using the veritor analyzer. They then submitted the samples for culture and received positive results. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or physical samples were returned; therefore, no return sample analysis could be performed. The reported issue was unable to be confirmed. A trend analysis for false negative was conducted, no adverse trend was identified.

Event description:
It was reported when using the kit grp a strep 30 test veritor, false negative results were obtained for an unspecified number of patient samples. Upon confirmatory testing by culturing the samples, positive results were obtained. There was no health impact or consequences reported.